Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 65% to 20% while connected to a power source then later displayed 100%. The customer's blood glucose was 165 mg/dl. Although requested by tandem technical support, the customer did not upload pump data logs for review.